Manufacturer narrative:
The insulin pump was received with blank display due to a moisture-damaged electronic assembly. The unit had moisture damage under the lcd screen. There was also moisture damage on the motor assembly. The following physical damage was noted: cracked casing at a display window corner, minor scratches on the lcd window, cracked battery tube threads, and cracked belt clip slot at the battery tube threads area.

Event description:
The customer's mother reported via phone call that the customer's insulin pump fell into a cooler filled with water; numbers display on the screen and the device vibrates and shuts off. The patient's blood glucose at the time of incident was 184 mg/dl. Troubleshooting was initiated and the mother confirmed that the insulin pump was vibrating without an alarm or alert. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.